Event description:
An impella rp flex was inserted via the femoral vein via the 23fr introducer for the 77-year-old female patient who had been admitted in for cardiothoracic surgery, presenting in scai stage e shock. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs. Other underlying medical history was not shared. The rp flex was placed and 23 fr introducer removed. Shortly afterwards there was pressure changes observed, and the team imaged and found the rp flex had come out of the pulmonary artery and into the right ventricle. The malpositioned pump was removed and a new rp flex was placed and support proceeded, however while on the 2nd pump there was a noted drop in platelets indicative of thrombocytopenia, and rise in renal labs. The medical team was aware that the patient had a recent cardiothoracic surgery with bypass run, right ventricle failure, and lactic acidosis all of which can contribute to thrombocytopenia and acute kidney injury.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4: corrected the catalog and serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Unable to place or position: the cause of unable to place or position can not be determined as insufficient clinical details were provided and no issue was found on the pump.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. D9: added devices return information